Event description:
Analysis of the returned generator was completed. There were no performance or any other type of adverse conditions found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
Additional information was received stating that the vns patient was receiving therapy from his device at the time of death. The patient¿s death is believed to be not related to vns. The patient¿s death was not witness. The patient had a history of nocturnal seizures and was found dead face down on his bed. An autopsy was performed and the believed cause of death is sudep. Based on the available information about the patient¿s death, an internal classification has determined that the death as definite sudep. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
It was reported that the vns patient passed away sometime between (B)(6) 2014. The patient¿s device was explanted but has not been returned to the manufacturer to date. No other information was provided. Attempts for additional relevant information have been unsuccessful to date.